Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years nine months post filter deployment computed tomography revealed the legs of the filter extend into the adjacent retroperitoneal adipose tissue. The patient experienced abdominal pain. In history of disease, it says the patient had history of deep vein thrombosis and pulmonary embolism post filter deployment. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant and reportedly experienced abdominal pain; however, the current status of the patient is unknown.